Event description:
The customer reported that he was not able to deliver a bolus with the insulin pump. The customer stated that he tried to remove the battery, but the battery cap was stripped. Troubleshooting was performed. The customer stated that the buttons were unresponsive. Advised the customer to revert back up plan. The customer also stated that he is on the way to hospital for other tests and will have them to treat him. Attempted to contact the customer several times to get information on his admission. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were functioning properly. Programmed a bolus and was delivered correctly.